Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, yellow particles in device inner surface, wear abrasion, one linear opening, one crack opening and fold creases. Leak test and microscopic analysis was performed, which identified one crack opening. And opening crease smooth. Based on the device analysis, the final assessment is: one opening crack assessed, as cracked valve seat diaphragm valve. One opening crease smooth in the side radius assessed, as fold flaw opening.

Event description:
Healthcare provider reported, a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted and replaced.